Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was flexed. (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that both the right and left ventricular leads failed. Lead integrity alert was triggered due to oversensing on the right ventricular (rv) lead. The left ventricular (lv) lead had no capture at maximum outputs. The rv lead was explanted and replaced and the lv lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.